Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the battery compartment threads were stripped, moisture was present on the battery cap, the display screen was faded and discolored, and contamination was found under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the battery compartment was cracked and the keypad was torn at the ok button. The battery compartment treads were observed to be stripped. The battery cap was found to have moisture on it. A leak test was performed and the battery compartment was found to be leaking. When the pump was powered on, the display screen was found to be faded and discolored. The keypad buttons were tested and were found to be responding appropriately. The keypad was removed and contamination was found under the button contacts. The pump was opened and no additional moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).